Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal circumflex artery. A 4.00x16mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, while attempting to implant the device, the stent came off from the stent delivery system (sds) in the left main (lm) artery and was found in the tuohy of the non-bsc guide catheter. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.